Event description:
It was reported that a minimum fill notification occurred. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). The customer successfully removed air from the cartridge to load it properly before customer support received the call, and no further actions were required. Customer declined troubleshooting with tandem technical support and declined to provide further information.